Event description:
It was reported bleeding with catheters.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information was received informing the catheter did not malfunction; no information could be obtained on what was the cause of users bleeding, how much blood was lost of if the user received any medical treatment for the bleeding. If was further reported the user has been using catheter for a few years and had came in to switch catheter brands. It was further noted the user is currently in the hospital (no additional information provided on user reason for hospitalization). Additional event information requested. Sample has not been available for evaluation and lot number has not been provided, therefore, investigation process has been carried out based on the product reference code historical data. A complaint has been received on the reference code concerning complaint issue bleeding within 12 months. The sample was not provided in this case too. Eyelet's and tip end's smoothness is checked during production on every catheter: a 100% visual and tactile inspection was performed according to training manual during production. Based on above we cannot determine the possible root cause of the failure. No increasing trend on similar complaint for the same product reference code and the same complaint issue has been received within last 12 months. If the sample/additional information is available the quality evaluation will be reopen. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.